Manufacturer narrative:
Updated: b3 event date, b5 event description, e1 and e2 reporter.

Event description:
Additional information: the patient underwent a dilation and curettage for a molar pregnancy. The curette fractured, broke, cracked and/or splintered inside of the patient. Due to this malfunction, an abdominal laparoscopy and hysteroscopy was performed. Further details were not provided.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported that there was an issue with er223r - recamier uter.curette sh/rig.#3 12.0mm. According to the complaint description, the product fractured inside the patient and required additional surgery. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).